Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: it was reported that during a ligament plasty surgery the product's anchor threads were thickened. There was no patient impact, and the surgery ended well. The complaint device was received and evaluated. Visual observation revealed that the anchor is not attached to the suture and not included in the returned package, only a portion of the suture was received. A picture sent by customer was also evaluated and based on the picture and physical device returned, the reported condition can be confirmed. There are no additional details provided regarding the issue experienced thus, we cannot discern a root cause for this failure. Further, a review info the depuy synthes mitek complaints system revealed no other complaint for this lot of devices that were released to distribution. A definite root cause for this failure cannot be determined. At this point in time, based on the complaint rates for this failure, no further action is warranted. A non-conformance search was performed for this product code (212865), lot (4l67328) combination and no non-conformances were identified. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. (B)(4).

Event description:
It was reported by the healthcare professional via phone that during a ligament plasty procedure the threads of the micro qa+ #3/0 eth v-4 were frayed. There was no patient impact, and the surgery ended well. Additional information reported by the affiliate a surgical delay did not occur and case was completed with another product since another device was not available.